Manufacturer narrative:
An event of valve migration was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, that a 29 mm navitor tavi valve was selected for implant in a patient with severe aortic stenosis, dyspnea, ischemic heart disease (ihd). The device was successfully implanted at a depth of 3-4 mm and had sufficient calcium for anchoring. Before post-dilation of the navitor, the device had popped-up. The device was snared to pull it up, away from the coronary arteries. A second 29 mm navitor tavi valve was then selected to perform a valve-in-valve procedure. The second valve was successfully implanted to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable .